Event description:
It was reported that (B)(6) reported that the customer feels there is an accumulation of metallic deposits around the wheel. It was further reported that the customer is concerned that this may be a result of the cleaning solution or temperatures used by the hospital. (B)(4) have requested details on the hospital's cleaning and sterilization parameters. No consequences were reported.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.